Event description:
A zilient guide wire was unable to cross a calcified lesion. The wire was completely unbraided. The patient was stable.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Correction to a previously submitted MDR: 3006010712-2023-00049. Brand name: csi,30g 300-018 to zilient. Manufacturer name: lake region medical to cardiovascular systems, inc.

Event description:
A zilient guide wire was unable to cross a calcified lesion. The wire was completely unbraided. The patient was stable.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A zilient guide wire was unable to cross a calcified lesion. The wire was completely unbraided. The patient was stable.